Event description:
The device was sold in (B)(6) 2011. On (B)(6) 2012, when the dentist tried to remove the implant fixture with using piezon master surgery, the tip did not work (oscillate) in the right way and he applied excess pressure. As a result, the fixture went into the maxillary sinus. Details: when implanting fixture in 8mm length to upper first molar, the dentist prepared for the hole for guide with using tip mb1. As the fixture was implanted slightly deeper, he tried to make it reversed, but he could not. So next he tried to take out the fixture by grinding around with tip ex2. However the tip did not cut (handpiece had no oscillation) and he applied more pressure. As the result, the fixture went into the maxillary sinus. He understood that it was not right way to use handpiece for taking out the fixture, however he emphasized that the medical accident was caused by no oscillation of handpiece during the operation. Also he pointed out of the looseness in the area.

Manufacturer narrative:
Based on the info reported, the incident reported was caused by the dentist despite the tip did not oscillate. The risks of "no vibration of tip" or "uncontrolled vibration of tip" are covered within our risk analysis and have been classified as acceptable. However, in this case, the dentist used an ex2 instrument to extract the implant but according to IFU (B)(4) this instrument has to be used for the atraumatic extraction and for the loosening of teeth in bone inclusions and for the extraction of ankylosed roots without affecting peripheral tissue. Moreover, he applied an excessive pressure, that lead to the incident reported: the implant go into the maxillary sinus.